Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled out of the distribution node, damaging the wires inside. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt was damaged.